Manufacturer narrative:
Chronic driveline infection was previously reported under MFR # 2916596-2022-12145. Date of event was estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a chronic driveline tract infection. The patient developed wound pain and drainage, with positive cultures and was placed on targeted antibiotics.

Event description:
Additional information: the local driveline cultures were positive for burkholderia cepacia complex. There was purulent drainage at the driveline exit site and at the substernal site within the driveline tract that was explored by surgeons. The patient was on ongoing intravenous antibiotic treatment with rigorous dressing changes until the patient can receive a transplant.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.